Event description:
It was reported that the implantable pulse generator (ipg) device was unable to be interrogated. Data revealed that the device reached elective replacement indicator (eri) due to high battery impedance. Reprogramming was performed. The device remains in use at present, but a replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. High battery impedance triggered elective replacement indicator (eri). Eri due to high battery impedance was recorded on (B)(6) 2017, prior to explant. Ramware version 8 was installed. If information is provided in the future, a supplemental report will be issued.